Event description:
The customer reported via phone call that her blood glucose dropped to 40 mg/dl. She had some juice and a hour later her blood glucose level was low. Her blood glucose level was around 50 mg/dl. The customer had some fruit but her blood glucose continued to be low. She disconnected from the insulin pump. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.